Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and neoplasm malignant ("cancer") in a (B)(6) female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1993, (B)(6) 1995), ectopic pregnancy, miscarriage, penicillin allergy (rash/sob) and nickel sensitivity (hives). Concurrent conditions included cholecystectomy and mood swings. Concomitant products included norethisterone (errin) from (B)(6) 2009 to (B)(6) 2010 for contraception as well as ibuprofen since 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse") and dysmenorrhoea ("severe pain during menstruation"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), arthralgia ("hip pain") and adnexa uteri pain ("pain in left ovary area"). On (B)(6) 2010, the patient experienced nausea ("nausea"). In 2010, the patient experienced abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), dysgeusia ("metallic taste in her mouth") and back pain ("severe back pain"). On (B)(6) 2010, the patient experienced pruritus ("itching"), urticaria ("hives") and tooth disorder ("dental problems"). On an unknown date, the patient experienced neoplasm malignant (seriousness criterion medically significant), allergy to metals ("nickel allergy"), neoplasm ("tumor") and teratoma ("teratoma"). The patient was treated with paracetamol (tylenol), loratadine (claritin), diphenhydramine hydrochloride (benadryl) and surgery (underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, dysmenorrhoea, alopecia, headache, dysgeusia, back pain and tooth disorder had not resolved and the neoplasm malignant, migraine, pruritus, urticaria, nausea, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, adnexa uteri pain, neoplasm and teratoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, pruritus, teratoma, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced pelvic and hip pain daily and back pain occasionally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. X-ray - on (B)(6) 2010: device placed correctly; no migration . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet received. Event tumor/ teratoma/ cancer were added. This case is incident now. Surgery hysterectomy was added for event pelvic pain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.